Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic aortic valve, a pre-implant balloon aortic valvuloplasty was performed using a 22mm non-medtronic (true) balloon. During deployment, the valve was deployed ¿too deep¿ and was recaptured into the delivery catheter system (dcs). Upon second deployment, an infold was noted attributed to the patient¿s bicuspid anatomy. Subsequently, the system was removed, and a new system was used to successfully implant a different valve. It was noted the valve was loaded once with no misload identified. The valve load was confirmed via visual, tactile, and fluoroscopic inspection. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop2329us (lot: 0011248718); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.